Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Multiple attempts were made by tandem technical support to follow up with the customer for additional information on elevated bg, but no response was received.